Event description:
The accounts maintenance stated that the knee section ran up unintentionally.

Manufacturer narrative:
The accounts maintenance stated when he disconnected the left siderail, the right side functioned properly. He replaced the knee switches to repair the bed.